Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via company rep regarding a patient receiving unknown drugs via intrathecal infusion pump for non-malignant pain. It was reported that the hcp could only fill the pump with about 17 ml of fluid versus 20. It was stated that this was the patient¿s third pump that has had the same issue. It was reported that the first on was replaced but not sent back. The second one was sent back for analysis that initially showed no issue, but it was later noted that the back shield was deformed, and it couldn¿t be filled to capacity. Hyperbaric treatment was discussed. The hcp stated that the patient was being treated for a wound issue, but they didn¿t think hyperbaric treatment was being used. No imaging had been done yet to see if the current pump appeared to have a deformation. No therapy issues were reported. It was reported that the first two pumps were placed in the back, so potentially had a higher force on them. Exact placement was unknown. The current pump was in the front.

Event description:
Additional information received reported that the physician stated the patient has a pressure sore over the pump and clarified that pump is also in the back which was different from the reporter initial understanding. The physician stated he may consider repositioning the pump based on the clinical course of the pressure sore. It was also clarified there was not a significant volume discrepancy in expected versus actual volume, the physician stated this was the patient's first fill. The physician also believed the pump may be low enough that the patient is a least partially sitting on it and that she uses a wheelchair, so she would be putting pressure on it much of the time. Additional information received on 16-sep-2020 reported that the pump was filled with morphine 4 mg/ml, fentanyl 100 mcg/ml and bupivacaine 8mg/ml with morphine dose 1.9mg/day. The patient did not experience any symptoms. The cause of the inability to fill the pump was not determined so far. No actions or interventions were taken to resolve the inability to fill the pump. It was confirmed that hyperbaric treatment was not used and it was not as of yet determined if the pump had a deformation. It was noted that the inability to fill the pump was not resolved.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.